Event description:
Revision surgery - the patient had a total knee replacement done in 1998. The post on the 4 x 13 posterior stabilized (ps) tibial insert broke due to patient wear. The surgeon removed the old insert plus the broken pieces and replaced it with a new 4 x 13 ps insert. The patient was stable.

Manufacturer narrative:
The reason for this revision surgery was to remove a knee tibial insert that broke as a result of patient wear after approximately 16 years of patient use. The original surgery took place sometime in 1998; the exact date of original surgery could not be located. No information was reported with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records was not conducted as no lot number was provided or could be established for the product. (B)(4). Information was not provided that definitively identified the root cause or any additional reason for the wear other than normal use. There is no reported information that indicates a material, design, or manufacturing problem with this product.